Event description:
The patient's generator and lead were removed due to infection. The infection was at the generator site and began about a month after generator replacement surgery. The physician cannot confirm the cause but believes it was a post-operative infection. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. Device return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.